Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not be interrogated as the appropriate feature key was not available for the programmer. The device remains in service and after magnet test, it was confirmed the device is still outside one year of remaining battery. The health care professional (hcp) was going to work with local team to get new feature key. The pacemaker remains in service. No adverse patient effects were reported.